Event description:
It was reported that after a coronary stenting procedure, arteriotomy closure of mildly calcified left common femoral artery was attempted using a perclose proglide device via a 6 fr sheath. Reportedly, an unspecified malfunction occurred. The device was removed and a second proglide device was attempted, but another unspecified malfunction occurred. A hemostasis sheath was placed in vessel, removed two hours later, and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported unspecified device failure could not be confirmed because the returned device was fully functional as intended. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. The common femoral artery was reportedly mildly calcified. The perclose proglide instructions for use state under special patient populations that the safety and effectiveness have not been established, in patients with femoral artery calcium which is fluoroscopically visible at the access site. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The common femoral artery was reportedly mildly calcified. The instructions for use state under special patient populations that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information. The other perclose proglide device, is being filed under a separate medwatch manufacturer report number.